Event description:
A customer contacted beckman coulter inc. (Bec) stating that during instrument calibration the customer noted a fluid spill under the coulter lh 780 hematology analyzer. The user was wearing personal protective equipment (ppe) consisting of lab coats and gloves at the time of the incident. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse indicated finding loose quick disconnects near the flowcell. The fse tightened the loose quick disconnects. It was verified by the fse and a subject matter expert (sme) that diluent or clenz flow through those lines. Root cause for the leak was that the quick disconnects going to the flowcell were loose. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory analyzer. (B)(4).